Event description:
It was reported that when the device is programmed to lv (left ventricular) pace the patient has symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The incorrect suspect medical device was inadvertently reported for this complaint under manufacturer report number 2647346000-2011-01077 and as a result, this report is being redacted. The correct suspect medical device for this reportable complaint will be reported under a different manufacturing report number accordingly.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.